Event description:
It was reported that the patient underwent laparoscopic hernia repair on(B)(6) 2013 and mesh was implanted. The patient developed a rash approximately one month following the procedure. The rash initially appeared at the site of a 10 mm trocar insertion but has now spread over the patient¿s body. The rash is reddened, itches and the physician described it as eczema-like. The patient has sought treatment by a dermatologist and has been prescribed medications for symptomatic relief, but the rash remains. At the time of the surgery, the patient's wound was closed with a topical skin adhesive manufactured by a different company. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient is on medrol dose pack intermittently.